Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The reported failure "head error" occurred during use. Rotaflow console with s/n: (B)(6) and drive with s/n: (B)(6) are involved in the event. According to the service report dated on 2020-07-06 received from the unitversitätsmedizin göttingen the rotaflow console and the rotaflow drive has been investigated and the console has been repaired. Rota flow drive with s/n: (B)(6) detected as defective. By revolutions 1000/min the error message head error occurred. A root cause could not be determine by the technician. The affected rotaflow drive has to be send under RMA#41515 to the manufacturer emtec for repair. On the rotaflow console with s/n: (B)(6) the control board was damaged possibly due to unplug the drive without turn off the console. The control board replaced. A functional test on the rotaflow console was performed and passed all tests. As stated in the email received from the ssu dach on 2020-08-05 the rataflow console with s/n: (B)(6) was running a few days and tested. No errors occurred. The ability of the device could be confirmed by the technician of the unitversitätsmedizin göttingen. The rotaflow drive has to be sent to the manufacturer emtec. Drive received in rastatt 2020-07-16. Functional test in rastatt 2020-07-16. Head error confirmed. Send to emtec 2020-07-31. Back from emtec 2020-08-31. Functional test after emtec in rastatt 2020-09-02. According to the service report: (B)(4) of emtec dated on (B)(6) 2020, the reported failure "head error" could be confirmed. Ild on the electronic platine was detected as defective. Probable caused by a hot plug. Oil was missing in the mast holder. The ild was replaced and additional oil was filled in the mast holder. Rotaflow drive passed all tests. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. According to the service report: (B)(4) dated on (B)(6) 2020, the rotaflow drive was tested according to the current service protocol. The reported failure "head error" occurred during use and could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported from a customer in (B)(6) that a suspected technical defect on the running rotaflow console caused a pump stop during use; emergency operation had to be used the hand crank to maintain the patient cycle. The rotaflow console and drive were replaced and the ECMO circuit resumed. We have already asked whether alarms or error messages have occurred, but have not yet received an answer. No harm to any person was reported. Complaint ID: (B)(4).